Manufacturer narrative:
. Investigation - evaluation a review of documentation, manufacturing instructions, instructions for use, drawings, functional testing, specifications, quality control data, and visual inspection of the actual device was conducted during the investigation. As reported the basket wire was broken. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secure. The mlla (male luer lock adapter) is secure. A functional test noted the handle actuates the basket formation. A visual examination noted that one of the basket wires has pulled loose from the cannula. The other three wires are secure. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported upon opening the device package, the ncircle tipless stone extractor basket wire was found broken. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.